Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump with an "invalid" main display. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. According to the facility representative, there was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an "invalid" main display was not confirmed nor reproduced during product evaluation. The root cause was not identified. Since no problem could not be confirmed during product evaluation, no repair was necessary for the reported condition. Additional information: a service history review revealed that this device has not been serviced prior to this event. A device history review was performed and no abnormality was observed in the manufacturing of this device. This is involving a pump with software version 5.04.00 which is categorized as unremediated.